Event description:
Malfunction with the intraaortic balloon pump occurred during a procedure. It began to emit a loud high-pitched sound. The screen would not unlock so we could not adjust the settings. The sound continued even after the machine was turned off and unplugged from wall. FDA safety report ID# (B)(4).